Event description:
It was reported that bd plastipak syringe experienced a case of damaged syringe tip, and leakage at the connection site. The following information was provided by the initial reporter: the incidence of was that it was not possible to make a closed circuit with the "¿connector male closed spinning spiros, purple plug¿. We suppose a defect in the screw of the luer-lock, so that they did not connect well. We cannot be sure that the defect was not in the spiros stopper, but it seemed to be more in the syringe. This situation caused an exposure to cytostatics in an employee, as she did not realize that she was not working in a closed circuit, and when she connected the vial, everything went off due to the pressure. This was of no further consequence as all other protective measures worked correctly.

Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 2104103. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-03-05. Medical device lot #: 2106096. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-06-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/5/2022. H.6. Investigation: four samples received for investigation, two syringes belong to lot 2106096 and the other two syringes belong to lot 2104103. Upon visual inspection of the samples received, no defect can be observed in any of them. The tip in all of the samples do not present any visual defect that could lead to the functional defect experienced by customer. Thread is correctly molded and no burrs or flashes are found that could make the connection with another device difficult. Leakage, and luer cone fitting verification testing performed, no defects were identified. A device history review was performed for the potential lots 2106096,2104103 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd plastipak syringe experienced a case of damaged syringe tip, and leakage at the connection site. The following information was provided by the initial reporter: the incidence of was that it was not possible to make a closed circuit with the "¿connector male closed spinning spiros, purple plug¿. We suppose a defect in the screw of the luer-lock, so that they did not connect well. We cannot be sure that the defect was not in the spiros stopper, but it seemed to be more in the syringe. This situation caused an exposure to cytostatics in an employee, as she did not realize that she was not working in a closed circuit, and when she connected the vial, everything went off due to the pressure. This was of no further consequence as all other protective measures worked correctly.